Event description:
As reported from the (B)(4) study, a patient experienced protocol defined non-q wave mi and periprocedural pci post index procedure based on the received adjudication minutes. At the time of the index procedure, the angiography revealed 90% stenosis in the proximal right coronary artery and 75% stenosis in the proximal left anterior descending. The indication for the procedure was positive functional test for ischemia. The first lesion treated was proximal left anterior descending that was described as 10mm in length, class b1, and de novo. The reference vessel was 2.5mm in diameter. The pre-timi flow was ii. The lesion was treated with a 2.5 x 13mm cypher rx at 16atm by direct stenting. The stent was not post-dilated and the post-timi flow was iii. The second lesion treated was proximal right coronary artery that was described as 12mm in length, class b1, and de novo. The reference vessel was 2.75mm in diameter. The post-timi flow was ii. The lesion was treated with a 2.75 x 13mm cypher rx at 12atm by direct stenting. The stent was not post-dilated. The post-timi flow was iii. 6-12 hours post index procedure, the ck-mb was 4.4 (3.4 unl) and troponin I was 0.15 (0.01 unl). 16-24 hours post index procedure, the ck was 467 (192 unl), ck-mb was 5.7, and troponin I was 0.47. Approximately after 24 hours post index procedure, the ck-mb was 5.1 and troponin I was 0.4. As per the adjudication report, the pre-procedure and post-procedure ECG tracings, hospital reports with cardiac enzymes data, admission report, and discharge summary were not received from the site after multiple numbers of requests. According to the site, there was no periprocedural mi as per the pi, but elevation of enzymes was later diagnosed as protocol defined non-q wave mi and periprocedural pci post index procedure based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced protocol defined non-q wave mi and periprocedural pci based on the received adjudication minutes. This is a (B)(6) female with medical history including positive functional study for ischemia, hyperlipidemia, copd, diabetes mellitus type ii, and smoking within 30 days. At the time of the index procedure, the angiography revealed 90% stenosis in the proximal right coronary artery and 75% stenosis in the proximal left anterior descending. The indication for the procedure was positive functional test for ischemia. The first lesion treated was proximal left anterior descending that was described as 10mm in length, class b1, and de novo. The reference vessel was 2.5mm in diameter. The pre-timi flow was ii. The lesion was treated with a 2.5 x 13mm cypher rx at 16atm by direct stenting. The stent was not post-dilated and the post-timi flow was iii. The second lesion treated was proximal right coronary artery that was described as 12mm in length, class b1, and de novo. The reference vessel was 2.75mm in diameter. The post-timi flow was ii. The lesion was treated with a 2.75 x 13mm cypher rx at 12atm by direct stenting. The stent was not post-dilated. The post-timi flow was iii. At 6-12 hours post index procedure, the ck-mb was 4.4 (3.4 unl) and troponin I was 0.15 (0.01 unl). At 16-24 hours post index procedure, the ck was 467 (192 unl), ck-mb was 5.7, and troponin I was 0.47. Approximately after 24 hours post index procedure, the ck-mb was 5.1 and troponin I was 0.4. As per the adjudication report, the pre-procedure and post-procedure ECG tracings, hospital reports with cardiac enzymes data, admission report, and discharge summary were not received from the site after multiple numbers of requests. According to the site, there was no periprocedural mi as per the pi, but elevation of enzymes was later diagnosed as protocol defined non-q wave mi and periprocedural pci post index procedure based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15217817 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00227 and 3003742446-2012-00228.

Manufacturer narrative:
Concomitant medications included altace, aspirin, bivalirudin, plavix, lopressor, metformin, prilosec, zantac, and zocor. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00227 and 3003742446-2012-00228.